Event description:
Same case as: 2134265-2008-04282. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75-90% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal and mid left anterior descending (lad) artery. The lesion was predilated with a 3.0x20mm non-bsc balloon, inflated to 10 atms. Ivus catheter was unable to cross the lesion. The physician attempted to place a 3.00x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. A non-bsc guidewire was inserted, and the physician was able to deploy the 3.00x16mm taxus stent, severe resistance was encountered due to calcification. Then a 3.50x28mm taxus express drug eluting stent was implanted in the proximal lad, overlapping the 3.00x16mm taxus stent. Post-dilatation was not performed due to st segment elevation. The lesion was not dilated well and the stenosis in proximal lad and in mid lad remained 25%. Medication: plavix and bayaspirin. Five days post the initial procedure, the pt presented with chest pain. Stent thrombosis was identified in the 3.50x 28mm taxus stent. The thrombus was suctioned out and an intra-aortic balloon pump was placed. The physician believes the cause of stent thrombus is due to the severe calcification and stent was not dilated completely and the pt has cancer, there might be a causal relation with stent thrombus.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.